Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella 5.5 with smartassist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. During support, the patient had access site bleeding. Pressure dressing was applied and heparin was withheld. Additionally, the pump was noted to be mispositioned in a folded position causing significant aortic insufficiency and pink/red urine was observed. The pump was repositioned successfully. Physician stated that significant hemolysis resulted in damaged kidneys. Impella support continues.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. Data log review confirmed the optical signal issues. The signal-to-noise ratio (snr) was below 2000 for the majority of the case, however, there were also several instances where the optical signal metrics suddenly worsened/improved. These are all indications of an airgap between the console and patient cable plug. Returned product was inspected and the only visual abnormality was damage to the patient cable plug. Based on data log review, clinical details reporting that the issue would resolve when the pump plug was pushed in properly, and optical signal metrics being normal on returned product, the root cause of the optical signal issue was determined to be an airgap between the console and patient cable plug. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B1 product problem updated. B5 updated to include placement signal issue description. H6 updated to include placement signal coding. Corrections that were made from the initial manufacturer device report number 1220648-2025-27115. B7 other relevant history, including preexisting medical conditions updated. D10 therapy dates updated.

Event description:
The complainant also reported that there were placement signal issues. Staff monitored impella flows and motor current.

Manufacturer narrative:
The investigation of access site bleeding, hemolysis, renal failure, and heart valve damage has been completed. The device and data logs were received for investigation. Access site bleed: clinical details report that on the 3rd day of support, the access site was oozing. The complication was managed by pausing systemic heparin and applying a pressure dressing. Returned product was investigated and there were no visual abnormalities with the repositioning unit or catheter anchor. Based on limited clinical details and no abnormalities with returned product, the root cause of the access site bleed could not be determined. Hemolysis: clinical details reported that the pump was noted to be deep in the lv and the cannula was folded on echocardiogram. The patient also began to test positive for hemolysis through pfhgb. The pump was repositioned, and the complication resolved. Data logs leaded up to the reported date of the issue did not reveal any abnormalities. Pump flows were within specification, there were no suction alarms, and there were no positioning alarms, but psnr was active for the majority of (B)(6) 2025. Returned product had a distinct kink in the cannula, confirming the clinical report. There were no other visual abnormalities or damages noted. Based on clinical details provided and the kink in returned product, the root cause of the hemolysis was determined to most likely be improper positioning. Renal failure: clinical details reported that as a result of the experienced hemolysis, the patient had kidney damage, ultimately requiring that they get a transplant. Data logs nor product are relevant to the issue. The cause of the renal failure was not determined due to insufficient clinical details. Heart valve damage: clinical details report that at the same time that the patient was experiencing hemolysis symptoms, aortic insufficiency (ai) was also occurring. During this time, the pump was seen to be positioned deep in the lv and the cannula was folded over on echo. Data logs were reviewed and there were no positioning alarms leading up to the complication. This could be due in part to the fact that the psnr alarm was active for a large portion of the case, disabling position monitoring. Returned product was investigated and there was a distinct kink in the cannula, confirming the clinical report. Based on the clinical details provided and the kink in returned product, the root cause of the heart valve damage was determined to most likely be improper positioning. D6b explant date was added. D9 date device returned to manufacturer added. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-27115 as it is unknown if the initial reporter also sent the report to the food and drug administration.